Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working and had a blank display. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting. They were sent a replacement battery cap. It was noted that customer's mother called back. They received the replacement battery cap and bought new batteries. However, the insulin pump was still not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.